Event description:
It was reported that during the implant procedure for the implantable cardiac monitor there was poor r wave sensing at the initial location. The device was repositioned five times with different orientations, however the physician remain unsatisfied with the r wave measurements. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4)